Event description:
Customer called to inquire as to the effects of cidex on pregnancy. She works at a facility in which three staff members are claiming that working with cidex caused them to miscarry. She was the designated contact person representing the individuals. Numerous unsuccessful attempts have been made by advanced sterilization products to obtain more info regarding these claims from the contact person representing these staff members. Thus, this report is based upon the initial call, which indicated that the three individuals feel that cidex caused them to miscarry. Independent research indicates that there is no evidence of fetotoxicity at levels that are no maternally toxic. No info was provided that would indicate any maternal toxicity associated with this complaint. Reported at the same time are 2084725-1998-000010 and 2084725-1998-000012.